Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Trial patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).